Event description:
A customer reported that the unit of measure changed on their freestyle flash meter from mmol/l to mg/dl. The customer also reported that an error message and the battery and booklet icons were displayed on the meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.